Event description:
After completion of successful diagnostic catheterization in attempt to use the perclose closure device a section of artery was inadvertently removed from body. During surgical repair of rsfa the impression was that the artery that was removed from the body was believed to be a branch of the rsfa (right superficial femoral artery).